Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states they had issues with their transmitter. The customer's blood glucose level at the time of incident was 289mg/dl. The customer's blood glucose level had been as low as 45mg/dl. The customer declined to troubleshoot for their blood glucose levels. The customer would be running functional test on the transmitter.